Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2025, an operative procedure was scheduled for rns neurostimulator replacement and revision of the ferrule. The patient had presented on (B)(6) 2025, with erosion at the incision site involving protrusion of a tab on the ferrule. Intraoperative findings revealed that one tab on the ferrule was not flush with the skull. The ferrule was repositioned to sit flush against the skull and the rns neurostimulator was also replaced. Postoperatively, the patient was prescribed antibiotics (specific agent not reported).